Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: flat creases, openings were not observed. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.